Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The outer box of the lead set was opened to unpack the lead set during the operation. The guide wire and catheter wire (buzzer) were exposed from the inner box when opening it, so it wasn't used. A new lead set, which was prepared as a spare, was opened but this one also had the exact same defect so it couldn't be used. It was believed to be a problem with the adhesiveness of the cover for the inner box. The doctor had no choice but to use the short lead which had been prepared as a spare. The short one did not match the patient's build, so they were worried that a defect such as a disconnection will occur after implantation. It was believed that this will indirectly harm the patient's health. If additional information is received, a follow up report will be sent. Reference manufacturer report# 6000153-2015-00151.

Manufacturer narrative:
Device evaluation: analysis of the lead packaging found an ¿improper seal between the tyvek lid and the tray.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.